Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4117, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was inspected upon receipt and noted that the arterial outlet tubing was not pushed past the second bard. Unfortunately, during the decontamination process the tubing was removed from the barbed connections; therefore, the sample was unable to be tested as received. The sample (without tubing attached) was pressurized with water, no leaks were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Leaking outlet.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was leak in the outlet. No patient involvement. The product was changed out. The surgery was completed successfully.